Event description:
It was reported that, "the most proximal hole on the 4x2 3d plate did not lock. The surgeon was in the 10 degree of poly axial locking. We tried 3 different screws and none of them locked in the hole. He put in 3 other locking screws with no problem in different holes."

Manufacturer narrative:
Device implanted, not being returned. Internal investigation in process.